Manufacturer narrative:
Upon review, mentor has become aware that the type of procedure was omitted from the previous reports in error. This device was being used in a reconstructive skin surgery on the patient¿s back. Manufacturer's reference number: (B)(4). Added information about the type of procedure to h10.

Manufacturer narrative:
On 07/28/2021, after secondary review of this file performed on 07/28/2021, it was decided to add code health effect - clinical code no information available, to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/6/2021, during visual examination of the device two tears (a and b) were observed on the anterior aspect, measuring approximately 0.2 cm and 0.1 cm. Leak testing was performed in accordance with mentor's procedures. There were no additional leak sites confirmed. Microscopic examination in both tears edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with a mentor tissue expander 250cc and suffered from a deflation of the tissue expander. The patient experienced: ¿a bubble under the skin next to the tissue expander. No infection was reported¿. As a result, the patient had undergone removal on (B)(6) 2020.